Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a rod introducer. It was reported that the rod introducer was not holding, the rod was loosening when inserting into the sleeves. No other information was provided.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that the coupling of the rod is deformed. Furthermore are traces of wear visible on the top of the rod. This damage caused that the rod can not lock accordingly. A possible cause for this defect could be that the rod has been dropped down. No product fault could be detected.

Manufacturer narrative:
This device is used for treatment, not diagnosis. All incoming parts were processed per specifications. Two parts were found to be non-conforming. One part was returned to the vendor the other was scrapped. The rod introducer was made to the synthes drawing released on june 06, 2010.